Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration during a trial. It was reported the patient had problem with the temporary one. No symptoms reported. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the patient started experiencing the problems with their trial in (B)(6) 2016. The serial number of the catheter was not noted. An epidural catheter was connected to an external pump. The epidural catheter became dislodged, and the patient went to the emergency room (ER) then came to the hcp office for removal of the catheter. The cause of the problems with the patient's trial was due to a dislodged catheter. The pump trial was on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016. The patient then went to the ER and to the hcp office to remove catheter. The problems with the patient's trial was resolved. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.